Event description:
Event description cpi received information that during telemetry of this implantable pulse generator (ipg), the ipg identified itself with a different model and serial number than what was indicated on the case of the device. The device was not implanted.